Manufacturer narrative:
Device MFR date: monitor (B)(4) - 03/2009. Electrode belt (B)(4) - 03/2008. Electrode belt (B)(4) - 05/2008. Device evaluation summary: device evaluations monitor (B)(4), electrode belt (B)(4), and electrode belt (B)(4) have been completed. The reported was confirmed. Upon further inspection, electrode belt (B)(4) had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. Electrode belt (B)(4) looked to have pins that were straightened. It looked like someone had bent the pins and tried to straightened them themselves. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins the misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. The cause of the monitor not starting up was faulty pld (u200) on the computer/analog pca within the monitor. U200 is a xilinx xcr3256xl 256 macrocell cpld that controls, among other things, the initialization of the dsp and memory modules during power up. The failure mode was an internal short within u200 that resulted in the device drawing excessive current during power up. The root cause of the u200 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The electrode belts and monitor were fixed. No adverse event resulted from the defective electrode belts or monitor. The pt received a replacement electrode belt and monitor.

Event description:
The wife of a (B)(6) male pt contacted lifecor customer support to report that the pt had taken a shower and when the device was placed back on his body, it would not power up. The pt then removed the battery pack and tried the other battery pack. When this battery pack was placed into the monitor the electrode belt gelled. Support sent a pt services rep to the pt to replace the electrode belt and monitor. While the psr was there she found the new electrode belt would not fit all the way onto the monitor. She gave the pt a second new electrode belt.